Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The service engineer (se) inspected the device. The se found that the alternate current ac mains supply was faulty from customer end. The se performed testing and all tests passed.

Event description:
It was reported that the ventilator was not switching on. No patient involvement. Event date not specified; estimate used.